Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this device was not used on a package. It was further reported that there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The device subject to this investigation was not returned to the manufacturer for evaluation, however photographs were provided. The photograph provided confirm that the pack has a hole which could potentially result in a sterile breach. The manufacturing history records was reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". If the product is received, an evaluation will be performed and a follow-up MDR will be submitted if required. The root cause is undetermined.